Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start. The rse revealed a problem with the hard drive operation of the flexvision pc computer. The rse suggested replacement of the hard drive and reinstallation of the software in the flexvision pc computer were required. The philips field service engineer (fse) visited onsite and replaced flexvision pc hard drive in rack b, reinstalled and reconfigured the flexvision pc to resolve the reported issue. After replacement of hard drive and reinstallation of software and necessary configurations of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.